Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced outflow graft failure/malposition. There was seroma around the outflow graft and left heart failure occurred due to increased flow rate from increased frequency. Syptoms included ascites and peripheral edema. Due to the seroma around the draining outflow graft, the patient suffered from bilateral heart failure without left ventricular assist device (lvad) flow. The seroma around the outflow graft was released and the aortic valve was closed via a surgical procedure. There was no removal of the device.

Manufacturer narrative:
A4: patient weight corrected. B1: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later confirmed that the outflow graft failure/malposition was misdiagnosed. The obstruction was located at the inside of the bend relief. Aspiration of seroma inside of bend relief was performed and then pump flow increased from 2.7lpm to 4.5lpm.

Manufacturer narrative:
H6: additional health-effect clinical codes: e2342- multiple organ dysfunction syndrome, e1014-gastrointestinal hemorrhage, e130501-renal failure, e0514-thrombosis/thrombus. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported through literature that the patient experienced multiple hospitalizations due to right heart failure and gastrointestinal bleeding. The patient's aortic regurgitation (ar) progressed to moderate-severe around 2 years post-surgery, but the pump flow remained stable at 4.9 l/min (5500 rpm) and power consumption at 4.0 w. The patient was admitted due to weight gain and rapid deterioration of renal function (cr 4.1 mg/dl). At admission, the pump flow had not decreased (4.5 l/min), and surgery was considered due to worsening ar and biventricular failure. Continuous renal replacement therapy (crrt) was initiated. On the second day, the pump flow decreased to 3.5 l/min, and low flow alarms became frequent. Echocardiography (echo) and computed tomography (CT) angiography did not indicate intracardiac thrombus or graft stenosis, and ar was severe, causing increased regurgitation with higher rpms, suggesting flow reduction due to ar. The pump flow further decreased to 2.5 l/min, leading to multi-organ failure, and peripheral extracorporeal membrane oxygenation (ECMO) was introduced. Surgical intervention was performed on the 10th day. During surgery, after establishing cardiopulmonary bypass using the ECMO circuit, the left ventricular assist device (lvad) was stopped, and the aortic valve leaflets were sutured and closed under cardiac arrest following aortic clamping. Despite sufficient left ventricular diameter, the pump flow remained at 3.4 l/min (6000 rpm) with increased power consumption. Suspecting extrinsic outflow graft obstruction (eogo), the space between the bend relief and the outflow graft was opened, releasing fatty tissue and increasing the flow to 4.5 l/min (5000 rpm), allowing ECMO withdrawal. Postoperatively, renal function improved, and the patient had a favorable course. Eogo was concluded a rare but serious complication that progresses slowly, making it difficult to detect changes in clinical symptoms. When ar coexists, hemodynamics becomes more complex, and accurate assessment of pump flow reduction may be challenging. CT angiography is primarily used for diagnosis, but artifacts often make visualization difficult. It was essential to always consider eogo in chronic lvad management.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU, cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no removal of the device.